Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("one essure was inside the fallopian tube and divided in half") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of her fallopian tubes was not blocked". The patient's past medical history included high risk pregnancy and cervical dysplasia. Previously administered products included for an unreported indication: unspecified iud. Concurrent conditions included thyroid disorder. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("one essure was in the uterus"), visual acuity reduced ("she lost vision (3 diopters in 4 years)"), insomnia ("could not sleep during days"), myalgia ("muscle pains"), abdominal distension ("sometimes she wakes up with the abdomen swollen as if she was pregnant"), abdominal discomfort ("abdominal punctures") and spinal osteoarthritis ("arthrosis in the spine"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device expulsion, visual acuity reduced, insomnia, myalgia, abdominal distension, abdominal discomfort and spinal osteoarthritis outcome was unknown. The reporter provided no causality assessment for abdominal distension, device breakage, device expulsion, insomnia and visual acuity reduced with essure. The reporter considered abdominal discomfort, myalgia and spinal osteoarthritis to be related to essure. The reporter commented: three months after essure placement, she had to be undergo a tubal ligation because she was informed that one of her fallopian tubes was not blocked, and they commented it was not possible to remove essure. Diagnostic results: on an unspecified date a vaginal echography was performed and revealed that one essure was in the uterus and another inside the fallopian tube and divided in half. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 2.482 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.